Event description:
Patient had surgery on right hip and reports pain and difficulty walking since surgery. Patient reported x-rays were taken after surgery and was told the implant is in place. A few years ago, an orthopedic doctor cleaned out "goo" and thought it would help relieve the pain but it didn't.

Manufacturer narrative:
Date of explant: (B)(6).

Event description:
Patient had surgery on right hip and reports pain and difficulty walking since surgery. Patient reported x-rays were taken after surgery and was told the implant is in place. A few years ago, an orthopedic doctor cleaned out "goo" and thought it would help relieve the pain but it didn't.

Manufacturer narrative:
Correct data manufacturing date. An event regarding pain involving a trident liner was reported. The event was confirmed. The reported device was not returned for evaluation. Medical records indicated - in this polyarticular arthritic patient on steroid maintenance with trochanteric bursitis of the right hip treated with surgery, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A device history review indicated that the reported device was manufactured and accepted into final stock. The reported device is not part of a recall. The reported event indicates the cause of the pain is caused by clinical factors. With the information provided, there is not indication the event is device related.

Event description:
Patient had surgery on right hip and reports pain and difficulty walking since surgery. Patient reported x-rays were taken after surgery and was told the implant is in place. A few years ago, an orthopedic doctor cleaned out "goo" and thought it would help relieve the pain but it didn't.

Manufacturer narrative:
Additional devices listed in this report: cat # 500-01-52e, lot # 6439802, description: trident hemispherical solid bk 52mm; cat # 6021-0230, lot # 8128501, description: accolade plus tmzf hip stem #2; cat # 6565-0-232, lot # unknown, description: alumina v40-femoral head 32mm, +4mm nk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.